Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a blood leak. In a follow up a registered nurse (rn) clarified that the blood leak occurred fifteen minutes after starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen in the outflow line of the dialyzer. The machine, a fresenius 2008t machine did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer, however it did not prime as expected and was primed a second time to be adequate. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a blood leak. In a follow up a registered nurse (rn) clarified that the blood leak occurred fifteen minutes after starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen in the outflow line of the dialyzer. The machine, a fresenius 2008t machine did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer, however it did not prime as expected and was primed a second time to be adequate. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a device was returned to the manufacturer for physical evaluation. The customer returned one dialyzer from the reported lot without prepackaging pouch for evaluation. During the gross visual examination, a kinked and looped fiber was observed at approximately 330°, with the ports at 0°, on the non-cavity ID end. One end of the looped fiber was potted and the other end was visible. There was no other damage or irregularities noted on the returned sample. A review of the production record was performed. The production record review showed there was one unrelated approved temporary dn in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.